Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that after pre-dilatation of the 1st diagonal vessel using a voyager balloon, a dissection occurred. Attempts were made to treat the dissection with a xience stent, then a mini-vision stent, but neither of these were able to cross to lesion. Two other non-abbott stents were also unable to cross the lesion. The physician treated the dissection with the same voyager balloon. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported voyager dilatation catheter product deficiency. The reported dissection is a known adverse event listed in the voyager instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.